Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: oleg had error 232.6040 on lvp8100 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended oleg to replace display board and gave the option to send unit in for flat fee repair. Oleg will get a po and contact com directly to obtain rga number and send unit in.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 232.6040 account name: (B)(6). Account #:(B)(6). Asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: (B)(6) had error 232.6040 on lvp8100 sn(B)(6). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to replace display board and gave the option to send unit in for flat fee repair. (B)(6) will get a po and contact com directly to obtain rga number and send unit in.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 14425734 which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement